Event description:
It has been reported that when operating, the step drill broke due to an inappropriate conncection with the nail. The surgeon managed to extract all of the fragments. There was no adverse consequence for the patient.